Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy and hospitalization for repair of the patient¿s umbilical hernia. Currently, it is unknown if the umbilical hernia was pre-existing prior to start of pd therapy. Hernia is a well-documented potential complication in pd therapy due to the increase in intra-abdominal pressure from the natural physiology of pd solution in the peritoneal space. The patient has comorbid condition of obesity which is also a known risk factor for hernia development. Due to the temporal association to the fresenius cycler to facilitate pd therapy, the device cannot be excluded from this event. However, currently there is no allegation or any documentation in the file that a product issue or malfunction with the patient¿s fresenius cycler caused the hernia to require a repair. However, due to the temporal association to the fresenius cycler to facilitate pd therapy the device cannot be excluded from this event.

Event description:
On (B)(6) 2026, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy underwent a repair of an umbilical hernia repair and has been switched to temporary hemodialysis for renal replacement needs. There were no reported allegations that the hernia was caused by an issue or malfunction with the fresenius cycler. In additional follow-up conducted on (B)(6) 2026, another pd nurse at the patient¿s associated clinic stated that the patient is a well-established pd patient. However, the patient¿s pd start date could not be provided. The pd nurse confirmed that on (B)(6) 2026 the patient was hospitalized for surgical repair of the umbilical hernia. Additionally, the pd nurse confirmed that the patient was switched to hemodialysis to let the surgical site heal while hospitalized. The patient was subsequently discharged on (B)(6) 2026 continuing hemodialysis on an outpatient basis. Per the nurse, it could not be confirmed whether the umbilical hernia was pre-existing. However, the nurse stated that this patient is obese (with a reported weight of 150kg.) Which is a risk factor for hernia development. It was reported that the patient did not have any overfill events or any malfunctions with the fresenius cycler in relation to the hernia. The nurse stated the hernia is likely to be due to patient obesity and not suspected to be caused by product.